Event description:
A customer contacted beckman coulter (bec) to report error messages stating "cc reagent cartridge no fluid detected" and several cuvettes flagged on a unicel dxc 800 pro synchron clinical system. Per customer, the morning quality control (qc) was within specifications but the afternoon qc for the cc (cartridge chemistry) side was failing on level 3. Upon taking the reaction wheel evaporation cover off, the customer found fluid in the well indicating that one of the reagent probes (a) was dripping into the well. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and safety glasses. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
The customer discovered that the reagent syringe barrel was loose at the valve block and was able to tighten it with a few turns. After tightening the syringe, no further leaking was observed. The customer ran qc which was within specifications. No service visit was required. The cause of the issue is attributed to a loose syringe. The customer was not aware how the reagent syringe became loose. (B)(4).